Event description:
IV medication calcium gluconate was hung for an infusion. During infusion, it appeared that the medication had back flowed into the primary tubing. Please note: this is same issue which has been reported multiple times.======================manufacturer response for smartsite infusion set, carefusion smartsite infusion set (per site reporter).======================ongoing investigation currently in progress with carefusion.